Event description:
It was reported the pump pocket area was ¿open a little bit¿ because the patient was picking at it. The date of the event was unknown. The pump was delivering gablofen. Interventions, diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information reported the patient was touching the wound. The health care provider (hcp) opened the pocket to make sure there was no infection or other problems. Results were clear. The patient¿s adverse event had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID:8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).